Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness and or headache, coughing, choking. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness and or headache, coughing, choking. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer was no error codes found. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer observed dust dust-like contaminant was observed on the top enclosure, bottom enclosure, inlet of the blower box, blower, blower seal, and blower box, what appeared to be dried liquid spots with potential mineral deposits were observed on the iso port, blower, and blower box, hair-like particles were observed on the top enclosure, and blower seal, what appeared to be a possible insect carcass was observed inside the inlet of the blower box, one of the top enclosure screws was observed to have corrosion to it, likely due to liquid ingress, one of the screw bosses on the bottom enclosure was observed to have been broken off and the p4 power connector was observed to have rust/corrosion to it, likely due to liquid ingress. Inv1023 addresses the issue of liquid ingress to the p4. In box d: device serviced by 3rdp?, device available for eval?, date returned to mfg has been updated. In box e: reporting institution name has updated. In box g: date received by mfg has been updated. In box h: device evaluated by mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.